Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitnol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating (instrument) was not returned. Confirmed the needle strip thickness and width dimensions to be within specification. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that while using the labral scorpion ql, the surgeon was passing through the labrum and noticed that the tip of the scorpion needle had broken. The surgeon attempted to locate and retrieve the broken piece, but was unsuccessful in locating the broken piece. X-ray plates were ordered (not c-arm), and the films were reviewed post-operatively. The surgeon stated that he couldn't locate the broken piece visually under arthroscopic exam, and if the needle were to be found under fluro, he wasn't going to tear the shoulder apart to locate and retrieve the broken piece.